Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2007, 977a260 pain stim lead, implant date: (B)(6) 2015, 977a260 pain stim lead, implant date: (B)(6) 2015, 97714 pain stim lead, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undefined impedance qualified as high. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.